Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11.0/1.0/085 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11.01/1.0/085 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. Lens removed on (B)(6) 2022 due to excessive vault. A shorter length lens was implanted in a second surgery on (B)(6) 2022. This resolved the problem. Cause of the event report as unknown. H6 reported as 4629, corrected to 4627 and 4629. Claim# (B)(4).